Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Based on provided photo evidence and the sample evaluation, the failure mode reported in the complaint report was confirmed. DHR review was not performed since lot number was not provided by customer. Based on the complaint investigation, a probable root cause could not be identified by the (B)(4) facility. Both the valve assembly and the access dilator components are supplied by an external vendor (valve assembly = (B)(4) / access dilator = (B)(4)). Both vendors will be notified of this complaint failure and required to provide feedback regarding any potential root cause and potential corrective/preventive actions, as applicable. A probable root cause could not be identified for the complaint failure mode. A supplier corrective action request (scar) will be issued to the external vendor for both the valve assembly ((B)(4)) and the access dilator ((B)(4)) regarding this failure mode.

Manufacturer narrative:
(B)(4). Upon carefusions investigation; a follow up emdr will be submitted. (B)(4).

Event description:
Broken access tip broke off inside safety valve. No patient injury has been reported. Lot number is unknown.